Manufacturer narrative:
Literature citation: infeld mm, silverman dn, lustgarten dl. (2019) left atrial appendage closure: a safe and effective alternative to anticoagulation? J innov card rhythm manag. 10(1):3486-3493. Doi: 10.19102/icrm.2019.100107. Pmid: 32494404; pmcid: pmc7252882. B3: date of event - estimated as one month after the estimated implant date as the patient experienced the event approximately one month post implant. D6a: implant date - estimated as (B)(6) 2019 as the literature article was published in 2019.

Event description:
It was reported via journal article that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The postprocedural transesophageal echocardiography (tee) scan showed a well-seated closure device without leak. One month post procedure, the patient was admitted for acute right monocular vision loss lasting several hours. Computed tomography (CT) brain scan findings were unremarkable. The patient was evaluated by ophthalmology and neurology, who suspected a central retinal artery occlusion secondary to an embolic event. Tee scan revealed a well-positioned closure device with a maximum gap of 1mm and a small atrial septal defect attributed to procedural sequelae. No thrombus was seen, however, imaging demonstrated a moderate burden of atherosclerotic plaque in the ascending aorta and carotid arteries. The overall impression of the patient's clinical course was a likely embolic event of vascular or cardiac etiology, with the cardiac etiology potentially occurring prior to complete endothelialization of the closure device.